Manufacturer narrative:
Testing of actual/suspected device(10/3233) a getinge field service engineer (fse) evaluated the iabp unit, although running test was performed continuously setting with room temperature of 30 degrees celsius and heart rate of 130 bpm (v-tach) at the service center for 5 days, the system over temperature issue would not replicate. No alarm was generated. When this iabp unit was once turned off, the temperature of the scroll compressor was confirmed to be 65 degrees celsius. Later on, running test was performed again for 5 days under the same conditions; however, the issue was unable to be replicated and no alarm was generated, either. The temperature of the scroll compressor was confirmed to be 67 degrees celsius after turning off this iabp unit. Therefore, the following parts related to this issue: scroll compressor and temperature sensor probe, fan, front end board, motor control board were removed from this iabp unit and attached independently to another iabp unit retained at the service center, and running test was performed with the respective parts. The issue was not confirmed. Reportedly, when the motor control board was attached to another iabp unit, the temperature rose to 71 degrees celsius. The system functional check for the scroll compressor including compressor output test, regulator checks (pressure setpoint, vacuum setpoint) was confirmed to be within specification. In order to avoid further issues as a precautionary measure, the following parts were replaced: compressor, scroll, temp sensor,threaded probe, cable assy,fan, pcb,front end,rohs, and pcb,motor control,rohs. Then, preventive maintenance including calibration, system functional check, electrical safety test was performed as per a factory specification. The iabp unit worked normally and without any alarms and returned to customer and cleared for clinical use.

Manufacturer narrative:
Event state site: (B)(6). It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated a system overheat message. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse initially performed a running test continuously with a room temperature of 30 degrees celsius and a heart rate of 130 bpm (v-tach) for five days but the failure was unable to be replicated and no alarms were generated. Once the iabp was turned off the temperature of the scroll compressor was confirmed to be at 65 celsius. Later on, the same test was performed again for 5 days under the same conditions but the issue was still unable to be replicated and no alarms were generated either. The temperature of the scroll compressor was confirmed to be at 67 celsius. Then, the fse removed the following parts related to this issue: scroll compressor, temperature sensor probe, fan, front end board and motor control board, which were then attached independently to another iabp. Running tests were performed with the respective parts but no issue was found. The motor control board rose to 71 celsius. The system functional checks for the scroll compressor including compressor output test, regulator checks (pressure setpoint, vacuum setpoint) was confirmed to be within specification. In order to avoid further issues as a precautionary measure, the following parts were replaced: scroll compressor (119-00-0236), threaded probe temperature sensor (0206-00-0734), cable assy (0012-00-1564-01), front end pcb (0670-00-1164) and motor control pcb (0670-00-1159). Then, preventive maintenance was performed including calibration, system functional check, electrical safety test as per factory specification. Patient involved and no harm reported. The iabp was then returned to the customer and cleared for clinical use. The national repair center installed the pcb,front end,rohs part number 0670-00-1164 serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of over temperature. The board passed testing. The national repair center installed the pcb,motor control part number 0670-00-1159 serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of over temperature. The board passed testing. The national repair center installed the compressor, scroll part number 0019-00-0236 serial number (B)(6) with the temp sensor,threaded probe part number 0206-00-0734 into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per the cardiosave service manual. The nrc could not verify the failure of over temperature after an extended run time of the cardiosave. The compressor passed testing. The nrc installed the cable assy,fan 70mm 6" part number 0012-00-1564-01 into the cardiosave test fixture (B)(6) and tested the fan to factory specifications per the cardiosave service manual part number 0070-00-0639 rev.p the fan passed testing.the new supplier (B)(4), will no longer accept (B)(4) boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4) 8 rev.al.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) generated a system overheat message. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse initially performed a running test continuously with a room temperature of 30 degrees celsius and a heart rate of 130 bpm (v-tach) for five days but the failure was unable to be replicated and no alarms were generated. Once the iabp was turned off the temperature of the scroll compressor was confirmed to be at 65 celsius. Later on, the same test was performed again for 5 days under the same conditions but the issue was still unable to be replicated and no alarms were generated either. The temperature of the scroll compressor was confirmed to be at 67 celsius. Then, the fse removed. The following parts related to this issue: scroll compressor, temperature sensor probe, fan, front end board and motor control board, which were then attached independently to another iabp. Running tests were performed with the respective parts but no issue was found. The motor control board rose to 71 celsius. The system functional checks for the scroll compressor including compressor output test, regulator checks (pressure setpoint, vacuum setpoint) was confirmed to be within specification. In order to avoid further issues as a precautionary measure, the following parts were replaced: scroll compressor (119-00-0236), threaded probe temperature sensor (0206-00-0734), cable assy (0012-00-1564-01), front end pcb (0670-00-1164) and motor control pcb (0670-00-1159). Then, preventive maintenance was performed including calibration, system functional check, electrical safety test as per factory specification. Patient involved and no harm reported. The iabp was then returned to the customer and cleared for clinical use. The defective components were received for further investigation. The national repair center installed the pcb, front end, rohs part number 0670-00-1164 serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) revision c and the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of over temperature. The board passed testing. Sending the board to the supplier per procedure number (B)(4). The national repair center installed the pcb,motor control part number 0670-00-1159 serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure the cardiosave service manual part number 0070-00-0639 revision p. The nrc could not verify the failure of over temperature. The board passed testing. Sending the board to the supplier per procedure number (B)(4). 0670-00-1159- the new supplier (B)(4), will no longer accept swemco boards back for failure analysis. Further failure analysis is not possible. The board will be scrapped per procedure number (B)(4). The national repair center installed the compressor, scroll art number 0019-00-0236 serial number (B)(6) with the temp sensor, threaded probe part number 0206-00-0734 into the cardiosave test fixture serial number (B)(6) and tested the compressor to factory specifications per the cardiosave service manual. The nrc could not verify the failure of over temperature after an extended run time of the cardiosave. The compressor passed testing. Retaining the compressor in the nrc per procedure number (B)(4). Please note 2 fans were tested. The nrc installed the cable assy,fan 70mm 6" part number 0012-00-1564-01 into the cardiosave test fixture ch322984f0 and tested the fans to factory specifications per the cardiosave service manual part number 0070-00-0639 rev.p. The fans passed testing. Retaining the fans in the nrc per procedure number (B)(4). The failure analysis and testing dept. Received part number 0670-00-1164 pcb, front end serial number (B)(6) from the supplier. The supplier repaired the pin on connector j11. The supplier tested the board and did not replicate the failure of system over temperature. The board passed testing. The failure analysis and testing dept. Performed a visual inspection of the board and found the board to be in good condition. The failure analysis and testing dept. Installed part number 0670-00-1164 pcb, front end serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number (B)(4) revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number (B)(4). The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during patient use the cardiosave intra-aortic balloon pump (iabp) gave a system overheating message. The doctor in charge decided to discontinue iabp therapy as it was scheduled to be discontinued the next day anyway. No patient harm, serious injury or adverse event was reported.